Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging error 5. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The test strips have been further evaluated by product analysis with the following findings:the test strip enzyme was found to be contaminated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. This supplemental is also being sent to correct information that was previously provided. The alert date of follow-up #1 should have stated 3/20/2017.

Manufacturer narrative:
The lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed.